Event description:
It was reported that the scale marking of bd ultra-fine¿ 3/10ml insulin syringe was misaligned. No patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the scale was misaligned.

Manufacturer narrative:
Customer returned loose 3/10cc, 12.7mm syringes. Customer states that the scale was misaligned. Thirty out of 113 returned samples were tested using the plug gauge and all scale marking placements fall within specifications. See attached photo. Unable to perform DHR check due to an unknown lot number for printing (scale misaligned). Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.